Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.